Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post operation check. Upon interrogation, it was observed the atrial lead was sensing the ventricular signal. A chest x-ray was completed to reveal the atrial lead was dislodged. The lead was explanted and replaced successfully with no patient issues. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0cm. Analysis was normal. No lead issue found.